Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump display went black and pump was just beeping, and then started up again; no error e8 (power interrupt) error message was displayed, and is missing. No adverse event reported. Requested return of the alleged device for evaluation.